Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Further information was received from the customer, indicating that when the lid is tightened firmly, there is no leakage. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: based on the investigation and communication with the customer, it was determined the leakage can be attributed to not tightening the lid sufficiently. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® urine collection cup has experienced leakage during use. 100 occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: leakage of urine cups when shaken vigorously. The cups don't seem to retain the urine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® urine collection cup has experienced leakage during use. 100 occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: leakage of urine cups when shaken vigorously. The cups don't seem to retain the urine.